Event description:
On (B)(6) 2012, the patient claimed she was hospitalized for dka. On the evening of (B)(6) 2012, the patient began to have diarrhea and was not feeling well. Her blood glucose was within the usual range of below 180 mg/dl on the night of concern. Her illness did not abate but persisted until the morning of (B)(6) 2012 when she awoke with a blood glucose reading of 460 mg/dl with symptom of vomiting. She was unable to keep anything down and did not take any bolus insulin for fear that her blood glucose would drop too low since she was not able to eat. As her condition got worst, she was feeling confused, had rapid breathing, and was talking incoherently. She was subsequently transport to the ER where she was treated with IV fluids and continued on insulin pump therapy until her blood glucose resolved to 180 mg/dl. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The animas representative concluded there was no pump malfunction associated with the alleged event. The patient's alleged hyperglycemia is possibly attributed to her symptom of vomiting and lack of insulin treatment at the time of concern. This complaint is being reported because, she received treatment for dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluation by product analysis on 11/06/2013 had the following results: daily insulin delivery totals correctly reflected programmed basal rates. No data in black box or download histories from time of reported hospitalization due to continued use. Unable to adequately investigate due to unresponsive keys. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).